Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump is not working and will not exit the rewind/prime loop. Their blood glucose is unknown. The customer mentioned that their drive support cap is sticking out and was not sure how the damage occurred. They declined to troubleshoot for the damage or for the rewind/prime anomaly. The insulin pump is being returned for analysis.